Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system during a set change. Customer's blood glucose was 150 mg/dl. The device was not dropped or bumped prior to the alarm occurring. Troubleshooting was performed and it was found the drive support cap was sticking out. Customer didn't recall if he pressed it in while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received unit with a detached end cap. However, unable to verify any alarms due to physical damage to the end cap. The pump was received with a loose/tilted drive support disk. The pump also had a missing end cap sticker, a broken reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.